Manufacturer narrative:
Additional narrative: device investigation summary ¿ only va lock screw 04.211.022s / 9271964 was returned for investigation. Reviewing DHR shows that this lot was released after complete final inspection with no detected issues regarding manufacturing procedure. This screw was released in faultless condition. Microscopic investigation clearly shows that the locking thread is badly damaged. The thread is deformed it does not allow the screw head to lock into the plate. Also the thread at the screw shaft is deformed. It is concluded that the screw was not properly aligned during insertion, resulting in the thread likely coming into hard contact with the plate which caused the damage to the threads. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update 26. Oct 15: added unk screw to cover the "alternate screw" mentioned in complaint description, received an e-mail answer from affiliate where they confirm that the alternate screw is not the 42mm screw but a different one.

Manufacturer narrative:
(B)(4). Device was not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(4). The investigation could not be completed; no conclusion could be drawn, as no product was received. Sterile part 04.211.022s, lot 9271964. Manufacturing location: (B)(4). Manufacturing date: december 03, 2014. Expiry date: november 01, 2024. Non-sterile part 04.211.022, lot 7832152: manufacturing location: (B)(4). Manufacturing date: october 22,2014. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the surgeon used the variable angle-locking compression plate (va-lcp) olecranon plate for left olecranon fracture. The surgeon temporarily fixed the plate with kirschner wires inserted through the suture holes and stabilized with cortex screws. Then, the surgeon performed drilling through a va drill sleeve with nominal angle. After drilling, the surgeon tried to insert the va locking screw 22mm in question using a screwdriver shaft attached to a torque limiter (manual insertion). However, the va locking screw 22mm could not be locked and kept just idling. Therefore, the surgeon once removed the va locking screw 22mm and used alternative screw instead, but the alternative screw also failed to be locked and remained unlocked in the patient's body. Subsequently, due to a trouble in the surgery, the surgeon extracted the implanted plate once and made the plate bent slightly to fix the plate again. When the surgeon tried to insert some screws in olecranon bone, the va locking screw 42mm in question could not be locked. In the end, the va locking screw 42mm could be inserted successfully in other screw hole. The surgery was extended for thirty (30) minutes. This is report 1 of 3 for (B)(4).